Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable. Troubleshooting was unable to resolve the issue. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The reported issue was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s implant procedure. The service application condition was not noted until a query of the device occurred at a later date at which time the integrity of the device is evaluated.

Event description:
Related manufacturer report number: 3006705815-2022-15520. Additional information received indicates that the ipg was explanted and replaced.